Event description:
It was reported during implant procedure that left bundle branch lead perforated the cardiac tissue. The lead was exchanged, and perforation did not require further surgical intervention. The patient was stable.

Manufacturer narrative:
Correctio: h6 corrected to minor injury rather than serious injury.